Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and hospitalized on (B)(6) 2020. Customer's blood glucose level was 1.2 mmol/l. Troubleshooting was performed. Customer experienced loss of consciousness, weakness, fatigue, shaking and difficulty concentrating. Customer alleged the insulin pump over delivered insulin due to low blood glucose levels. Customer treated their low blood glucose via food, glucose and hospitalization. Customer was taken by the ambulance and stayed in the hospital for almost seven hours. Customer's advised the auto mode feature was active and automatically delivering insulin. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).